Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user experienced both hypoglycemia with a nadir of 63 mg/dl and hyperglycemia with a peak of 438 mg/dl. The user treated the low with fast-acting carbohydrates, and the ilet mobile app was connected so caregivers could monitor glucose data. No further assistance was required.